Event description:
The customer contacted stryker to report that their device displayed a blank screen. A blank display is indicative of a device lockup condition that could delay or prevent defibrillation. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not returned.

Event description:
The customer contacted stryker to report that their device displayed a blank screen. A blank display is indicative of a device lockup condition that could delay or prevent defibrillation. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate or verify the reported issue. After replacing the system and user interface pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Stryker product assessment center (pac) further evaluated the removed parts and determined that the cause of the reported issue was due to integrated circuit, designator u2.